Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right ventricular (rv) lead. Technical services (ts) was consulted and confirmed lead measurements have been stable. The field representative stated a lead revision was scheduled. No adverse patient effects were reported. At this time, this device remains in service.